Event description:
According to the reporter: particules from the valve of the device were found in the sheath of the scissors. Particules fell (latex or plaxtic) in the patient&#39;s abdomen. Aspiration was done, therefore the particules were eliminated.

Manufacturer narrative:
(B)(4)